Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb).

Event description:
It was reported that there was a loss of communication during testing. There was no patient involvement.